Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-30. Investigation summary: a complaint of the filter breaking was received from the customer. One sample returned for investigation. Separation was observed at filter connection site with the lower part of set. No damage was noticed on the tubing end. No solvent was present on either the tubing end or at the filter connection site. Component damage was not confirmed, however separation of the set was confirmed. A device history record review for model 10013902 lot number 20116229 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause for this defection is no solvent being added to the filter connection site, making the set separate easily. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the ext set .2 mf low sorb experienced component separation and leakage. The following information was provided by the initial reporter: material #: 10013902, batch/lot #: 20116229. Patient called rn- when noticed her cloth is wet- during chemo infusion. The filter was broken from where tube is attached-below the square part of it. Rn noticed n/s leakage from where the tube is connected to the top side of the filter, when priming line with n/s.

Manufacturer narrative:
The following information has been updated/corrected: b.5. Describe event or problem: it was reported that the ext set .2 mf low sorb experienced component separation and leakage. The following information was provided by the initial reporter: material #: 10013902, batch/lot #: 20116229. Patient called rn- when noticed her cloth is wet- during chemo infusion. The filter was broken from where tube is attached-below the square part of it. Rn noticed n/s leakage from where the tube is connected to the top side of the filter, when priming line with n/s.

Event description:
It was reported that the ext set .2 mf low sorb experienced component separation and leakage. The following information was provided by the initial reporter: material #: 10013902, batch/lot #: 20116229. Patient called rn- when noticed her cloth is wet- during chemo infusion. The filter was broken from where tube is attached-below the square part of it. Rn noticed n/s leakage from where the tube is connected to the top side of the filter, when priming line with n/s.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ext set .2 mf low sorb experienced component separation. The following information was provided by the initial reporter: material #: 10013902. Batch/lot #: 20116229. Patient called rn- when noticed her cloth is wet- during chemo infusion. The filter was broken from where tube is attached-below the square part of it.